Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was neither confirmed nor reproduced during device evaluation. Both pump 1 and pump 2 were tested with a primed line and both infused properly. No alarm or failure code presented. No cause was identified for the reported condition and no repairs were performed for the reported condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a flogard infusion pump with a malfunction of "does not lower IV". The event was reported to have occurred during programming/set-up in medicine b-bb area. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.